Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. (B)(4). On (B)(6) 2013 the patient arrived to ec c/c with a rapid heartbeat that stared around 1900 on (B)(6) 2013. His heart rate fluctuated from 110 to 150¿s. The patient¿s complaints were palpitations, heart racing, chest discomfort and experiencing shortness of breath. The patient was on sotalol, diltiazem, pradaxa presenting with atrial fibrillation with rvr that began 7 p.m. While eating dinner. The patient felt sudden onset palpitations and sob that persisted until presentation to ed at which point he was given diltiazem 25 mg IV x1. He developed symptomatic bradycardia and hypotension (hr 39 bp 63/45) and was given atropine 0.5mg IV x1 and calcium gluconate. The patient improved rate control with heart rate <100 and normotensive. At 3:40am on tuesday, patient converted to normal sinus rhythm and remained during the exam. In ed, patient was given 25mg IV diltiazem and subsequently developed bradycardia to 39 and hypotension to 63/45. Given atropine 0.5mg IV x1 and calcium gluconate and patient improved. At this time, blood pressure 115/78 and hr 97. Patient admitted telemetry for further monitoring given bradycardia/hypotension after diltiazem dose. The discharge diagnoses was atrial fibrillation with rvr, s/p spontaneous conversion to sinus rhythm. Findings on (B)(6) 2013 is that the lungs are clear. There is no pneumothorax or evidence of significant pleural fluid. The heart is not enlarged and the pulmonary vasculature is normal. No acute bony abnormal is identified. An s shaped curvature is noted of the thoracic spine. Reset alert date to (B)(6) 2013 which is the date when the additional information was provided on the event.

Event description:
This event was related to a (B)(4) study. It was reported that this patient went into the ER for an overnight visit for an atrial flutter. Upon request, additional information was provided on the event on (B)(6) 2013. The patient was diagnosed with atrial fibrillation (afib) 1.5 years ago and reports having a structurally normal heart and euthyroid. The patient is followed by a ep physician at the university of iowa medical center and was initially on diltiazem and then fleicanide was added for improved control. There was an ablation performed on (B)(6) 2013 for persistent atrial fibrillation (afib) and the patient was placed on diltiazem/ fleicanide /pradaxa. Then the patient developed an atrial flutter (afl) 1.5 wks later and diltiazem and fleicanide were d/c¿d and started on sotalol and pradaxa. The atrial fibrillation returned and the patient is now on sotalol, diltiazem, pradaxa and asa 325mg. The patient¿s last episode of atrial fibrillation prior to last night was (B)(6) 2013. Most of the atrial fibrillation with rvr episodes occur with exercise (patient is an avid racquetball player). The patient has been cardioverted two times in the past successfully.